Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 5cm mark on the catheter body. In addition, the catheter was returned in two sections. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a solo catheter 8194118 was inserted into the patient's body on (B)(6) 2023, and when the catheter was removed on (B)(6) 2024, it was found that the catheter was only 20 centimeters in length, and there was no tugging sensation or resistance during the process of removing the catheter. A CT scan was taken and found that there was about 10 centimeters of the catheter remaining in the subclavian vein to the superior vena cava, and the catheter was then immediately sent to the department of interventional medicine for the removal of the remaining catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a solo catheter 8194118 was inserted into the patient's body on (B)(6) 2023, and when the catheter was removed on (B)(6) 2024, it was found that the catheter was only 20 centimeters in length, and there was no tugging sensation or resistance during the process of removing the catheter. A CT scan was taken and found that there was about 10 centimeters of the catheter remaining in the subclavian vein to the superior vena cava, and the catheter was then immediately sent to the department of interventional medicine for the removal of the remaining catheter. No other information was provided.